Event description:
It was reported to olympus, that the 4k camera head had poor image. It was noted that the procedure was diagnostic in nature. There were no reports of patient involvement associated with the event.

Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was confirmed. It was noted that the issue occurred due to worn out switch board and there was intermittent no sense of depression of the button for the white balance. It was also noted that the cable failed leak test on the video scope connector. The rear cover label was missing and the serial number plate had minor fading. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image defect occurred due to a defective switch board. The cause of the switch board failure could not be determined. Olympus will continue to monitor field performance for this device.